Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow up with a device that was post-sensed t-wave oversensing on the ventricular lead. The patient had received inappropriate therapy. Programming changes were recommended. Device remains implanted. No further information is available.